Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified left main artery. As the 3.0 x 23 mm xience xpedition was being advanced, it scratched the vessel wall causing a dissection. The xience xpedition was removed and another stent delivery system was successfully used to treat the dissection. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported material deformation/bent struts was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures.